Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about damaged injector portion found from the infusion line during use.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one injector sample was provided to our quality team for investigation. The product was visually inspected, no damage or defects were observed. Functional testing was performed, the injector was able to engage and disengage with a mating protector without issue. A device history review was performed for reported lot 2211003, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lot and found all product met required specifications. Based on the sample evaluation and our quality team's investigation, no failure can be identified, therefore a root cause related to the reported incident cannot be established at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information

Manufacturer narrative:
Following the submission of the initial MDR, the customer provided the batch/lot number for the affected product.

Event description:
Batch number provided.